Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The lead was visually inspected and found to be severely kinked with all wires broken approximately 18.5 cm from the stimulation end. Compression damage was also observed on the lead segment approximately 22 and 23 cm away from the stimulation end. Functional testing was not performed due to the lead's broken wires. Conclusion: the reported complaint was confirmed. As received, the lead had broken wires with a severe kink on the lead segment. Functional testing could not be performed due to the broken wires. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Please see MFR report # 1627487-2010-02808 for device 1. On (B)(6) 2010, the pt was implanted with an scs system. It was reported that the pt's lead was fractured at the anchor site. The doctor believed the anchor was overly rigid. The lead was replaced on (B)(6) 2010.